Event description:
The recipient reportedly experienced a head trauma from an altercation. The recipient presented with swelling at the implant site and pain. The recipient was given medical treatment (details not specified). The recipient is an inconsistent user of the device and has ceased device use.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain and swelling has subsided. The recipient remains a non user of the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.